Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2021 and the barbed suture was used. During the procedure, the loop came undone as the suture strand broke. Another like suture was used to re-start suturing and complete the procedure successfully. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). A manufacturing record evaluation was performed for the finished device batch rhbbzq, sxmp1b109 and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify when did the event occurred? It is unclear if it occurred post-op or during the procedure. - the event of the suture breaking happened on (B)(6) during the closure of the procedure. What is the procedure date? - (B)(6) 2021. Did the surgery was completed successfully? If yes, yes, they said they just got a new strand and restarted. They threw away the other suture strand that broke. What was used to complete the procedure?- they used another strand of stratafix spiral. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m.